Manufacturer narrative:
The explanted lead will not be returned for evaluation.

Event description:
The patient reported a loss of stimulation and uncomfortable stimulation. The physician decided to revise the patient. During the revision it is discovered that one of the two leads was placed on the patient's nerve root causing the patient uncomfortable stimulation. This lead was explanted and a new lead was implanted.